Manufacturer narrative:
The returned screw was examined under magnification and with a comparator and no deficiencies were found. The screw is within specification. Additional mdrs related to this event: MDR 3025141-2016-00055: plate, MDR 3025141-2016-00056: screw 1, MDR 3025141-2016-00058: screw 3, MDR 3025141-2016-00059: screw 4, MDR 3025141-2016-00060: screw 5, MDR 3025141-2016-00061: screw 6, MDR 3025141-2016-00062: screw 7, MDR 3025141-2016-00063: screw 8, MDR 3025141-2016-00064: screw 9, MDR 3025141-2016-00065: screw 10.

Event description:
A total wrist fusion plate was implanted. Post-operatively, the distal screws backed out of the bone and two of the locking screws broke. The plate and the screws were explanted.